Event description:
Spouse of home pt reports several sponges inside minicaps appeared to be dry. Pt's spouse reports traces of betadine could be seen and pouches did not appear to be tampered with. Pt did not use and spouse reports no injury or medical intervention.